Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2018. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 232929/a43749; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.